Manufacturer narrative:
Isi has received the fenestrated bipolar forceps instrument (part #470205-17; lot #n10190610-0083) associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of a "tube defect." The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.038¿ - 0.357¿ in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. Additional findings not reported by the site: the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed an electrical continuity test. No signs of thermal damage were observed. Isi has requested for the cadiere forceps instrument (part #470049-07; lot #n10190917-0044) to be returned for evaluation. However, as of the date of this report, isi has not received the instruments for failure analysis investigation. Isi has also attempted unsuccessfully to contact the site to obtain additional information regarding the reported event. If additional information is obtained, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. The system logs reveal however, that the fenestrated bipolar forceps instrument (part #470205-17; lot #n10190610-0083) was replaced during the surgical procedure with another fenestrated bipolar forceps instrument (part #470205-17; lot #nj14190826-0028). In addition, the cadiere forceps instrument (part #470049-07; lot #n10190917-0044) was replaced with another cadiere forceps instrument during the case with another cadiere forceps instrument (part #470049-06; lot #n10190930-0015). This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass procedure, the patient allegedly sustained tears to the small intestine during mobilization of the tissue with a fenestrated bipolar forceps instrument. At this time, the cause and severity of the intestinal injuries are unknown. Refer to MDR with patient identifier #(B)(6) for information regarding the cadiere forceps instrument involved with the reported event.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the patient allegedly sustained tears on the small intestine while mobilizing the tissue with a fenestrated bipolar forceps instrument and a cadiere forceps instrument. It was noted that both instruments had an unspecified tube defect. The following information is unknown: if the instruments were inspected prior to use, if there were any intra-operative instrument collisions, when the tube defects were identified, what surgical task the surgeon was attempting to perform when the intestinal injuries occurred, the cause of the intestinal injuries, the severity of the injuries, what medical intervention (if any) was administered due to the intra-operative complications, the procedure outcome, and the patient¿s current status.

Manufacturer narrative:
Additional information can be found in sections g4, g7, h2, and h10. Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument (part #470049-07; lot #n10190917-0044) associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of a tube defect. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.034¿ - 0.157" in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. If additional information is obtained, a follow-up MDR will be submitted. Based on the current information provided, this complaint remains reportable due to the following conclusion: during a da vinci-assisted gastric bypass procedure, the patient allegedly sustained tears to the small intestine during mobilization of the tissue with a fenestrated bipolar forceps instrument. At this time, the cause and severity of the intestinal injuries are still unknown.

Event description:
Refer to h10/h11 for follow-up information.